Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was unknown. Customer stated that he was on the way to the emergency room and his insulin pump had completely stopped working. Customer also reported that the insulin pump had motor error and cracks on it. Customer reported the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer declines to trouble shoot for high blood glucose. The device will be returned for analysis.